Event description:
The customer contacted baxter's service center for troubleshooting assistance, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that there was solution all over the table where the hc was and it was on the hc too. The technical service representative (tsr) asked the hp where the drain line was going and they said they had not connected it to anything and it was still in the cassette organizer. The tsr explained that if the drain line was in the organizer when the prime started then there would be water all over the place. The tsr advised the hp to start over with new supplies to make sure everything was sterile and advised the hp to connect the drain line before starting the prime. The hp understood the explanations and would start over with new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The registered nurse (rn) was made aware that the hp left a line in the organizer during prime and solution came out of that line. The rn stated they would speak to the hp. The rn stated the hp has had no injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed because the home patient stated the drain line had not been connected. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.